Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the synchroseal rubber was breaking and cracking. The customer completed the procedure with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.